Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified number of unspecified infusors. The infusors that did not infuse had a non-baxter closed male luer attached. To resolve the issue, the clinician disconnected the closed male luer, put a needle on and it activated and the infusion was given with no further delay. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.